Manufacturer narrative:
September 11, 2015 03:50 pm (gmt-4:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
"The customer reported that they had an incident last night where there was difficulty attaching a 3/8" connector to the circuit, and I think that the thicker tubing (3/32") plays a part in this. We have also had problems attaching our flow meter to the thicker tubing in our 1/4" tubing packs, and perceive that it is harder to clamp it sometimes. For the above reasons we think (maybe) we should have all circuit tubing in future packs be the 1/16" thickness."